Manufacturer narrative:
(B)(4). There were no reported product deficiencies. Angina and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Event description:
It was reported that the index procedure was performed on (B)(6) 2009 with placement of a 3.0 x 18 mm promus stent to a 90% stenosed lesion in the proximal left anterior descending artery (lad). On (B)(6) 2013, the patient experienced unstable angina. On (B)(6) 2013, distal edge in-stent restenosis of the promus stent was noted and the patient underwent placement of an unspecified drug eluting stent to the mid lad overlapping the distal part of the promus stent. The event was reported to be resolved without residual effects. No adverse patient sequela was reported. No additional information was provided.